Event description:
Fax in po# states, "please rush - safety issue" and wheel locks were ordered.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.